Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 442 mg/dl and 313 mg/dl. The customer blood glucose level was 377 mg/dl at the time of incident and the current blood glucose level was 119 mg/dl. The customer did not feel ok to troubleshooting. Customer stated the positive result in keytone test and vomiting. The insulin pump will not be returned for analysis.